Event description:
It was reported that the cylinder hose had a ripped packing joint (o-ring) and co2 leakage from the hose. The issue occurred during an endoscopic procedure. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via email. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.